Event description:
Pt had intra-aortic balloon catheter placed for approx 8 hrs when pump alarmed and blood noted in tubing. The pt immediately became hypotensive to 60 systolic range and mins later, arrested. The pt was resuscitated and balloon catheter replaced. The pt expired about three hrs later despite aggressive medical therapy. Balloon placed due to acute infarct with elevated pulmonary artery pressures.